Manufacturer narrative:
Information was received via literature. Please reference literature at the following location: http://www.boneandjoint.org.UK/content/jbjsbr/93-b/8/1045.full.pdf (B)(4). Other device used: catalog #unk, unknown 28mm femoral head, lot #unk. Catalog #unk, unknown zca acetabular component, lot #unk. This report will be amended when our investigation is complete.

Event description:
It is reported that two patients experienced the complication of deep vein thrombosis distal to the knee within 30 days post-operatively to a total hip arthroplasty.

Manufacturer narrative:
No devices or photos were returned for review, as they remain implanted. Device history records were not reviewed as item/lot numbers were not provided. The devices were used in treatment. Component compatibility is unknown. A complaint history search could not be performed due to the lack of lot numbers provided. With the information provided, a definitive root cause cannot be stated.